Event description:
Customer reports about blood leak from arterial access during treatment on the machine model dbb-26. There was no blood loss and the patient did not require medical intervention. Treatment blood rate: 200 ml/min. Tmp: 40 mmhg to 60 mmhg.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.